Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 31 mm thoracic aortic dissection. The patient presented emergently, having an mi. A CT then showed that the patient had a type b dissection, with malperfusion to all visceral branches and the entire abdominal and iliacs were occluded/ thrombosed. The patient had 2 coronary stents placed prior to the tevar. It was reported that during the implant procedure, the navion was placed in the aortic arch, intentionally covering the subclavian artery and landing just distal to the left carotid. It was reported that the final angiogram looked good, with true lumen expansion. However when the physician was closing the groin incision, the patient's blood pressure dropped and CPR was performed. A tee was performed and no type a retrograde dissection was noted. After 40 minutes of CPR, the patient died. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported.